Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was dysfunction of the right ventricular (rv) lead. A new pace/sense lead was used to replace the rv lead and the device also had to be repositioned due to necrosis of the original scar. The device remains in use. No patient complications have been reported as a result of this event.